Event description:
It was reported to depuy acromed that a moss miami polyaxial screw was broken at the base of the screw head. According to the complainant, the screw broke 9 months post-operatively. There were no other adverse consequences to the pt. A dimensional analysis was performed and the screw conformed to specs. The most likely cause of the event is fatigue fracture. If the screw is subjected to repeated loading cycles, the screw may break. If the devices have been implanted for an extended period of time (9 months in this case), fatigue fractures may result. This phenomenon is clearly stated in the labeling provided with the device.